Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer demonstrated autonomous cursor movement as the cursor moved on its own. It was noted that the finger touch is not working due to non-functional liquid crystal display(lcd). The display was blank. It was also noted that the soldering points of the electrocardiogram (ECG) connector were broken and link electronic module (lem) board was non functional. The stylus was missing and upper bullets were broken. The right keyboard hinge was broken. The software was updated to the latest version and an electromagnetic interference repair was performed to fix the screen issues. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer demonstrated autonomous cursor movement as the cursor moved on its own. There was no patient involvement.